Event description:
Pt in sudden cardiac arrest. AED applied, detected non shockable rhythm, performed 1 cycle CPR. Analyzed pt rhythm, shockable rhythm detected, defibrillation pulse applied. AED after shock said to "check pads." Rescuers did check electrode system. Everything ok, a second rescue team arrived, applied a different AED, pt transported to hospital, additional shocks not req'd. Pt recovering.